Event description:
The user facility reported that a fiber leak was noted immediately after the initiation of dialysis treatment. 5 similar observations of a fiber leak were all reported at one time with little event specific information. In each case, the dialyzers were discarded and the treatments were successfully completed using another dialyzer. The blood loss for each patient due to change out of dialyzer circuit was reported to be approximately 220-cc. The involved patients are reported to be fine and did not require any medical intervention.